Event description:
The sensor all this week and I have tried 2 of them to make sure it wasn't just onesensor, are reading WAY lower than actual blood glucose. For example, my insulinpump alarms me I am going low and shows me in the 50s or 60s. I know at this time ofthe day, morning, I cannot be that low, so I test blood glucose and I am 166. So, I am 100points off and the pump should have been correcting me to the goal of 110. So, Ichanged the sensor thinking it could be a bad one. It was not. The next sensor did thesame thing. I looked at the (b)(6) group on (b)(6) and many people are reporting thissame issue. I am not sure if it's bad sensors or the algorithm in the 780G pump is notinterpreting the sensor data correctly but many many people are experiencingthis same issue and it is downright dangerous. Most people do not pay as muchattention to their actual blood glucose as I do, so I am much more on top of things thanmost people. Most depend on sensors and pumps to take care of that and this couldresult in a life-threatening issue. Minimed needs to address this and it is happening,from (b)(6) posts, on all of their sensors: Instinct, Simplera, and G4. Something needsto be done. / UDI: (b)(4), (Instinct Integrated Continuous Glucose Monitoringsystem, factory calibrated). REFERENCING REPORT CDRH- 50055213. PT: 4582. DEVICE: 2460. THIS REPORT CAPTURES INSTINCT #2.